Manufacturer narrative:
This is the 1st (to date) safety complaint for this lot with another reported after for a different reason. Manufacturing records for this lot were reviewed, and there were no discrepancies noted. There were no nonconformances associated with this lot. Doctor's notes were not received but a review of the patient history notes provided during initial account setup was conducted. Patient history notes showed a history of urinary incontinence, prostate cancer, and uti. The patient's medical history of incontinence or him placing his anatomy into the ml tube could have contributed to the infection, but the cause of this report is unclear. Complaint will be updated if more information is provided by the patient or doctor's notes confirming infection are received. There is no indication that the device failed to meet specifications or malfunctioned. There is no confirmed history of infection related to our product. As a show of an abundance of caution, the complaint is being reported.

Event description:
Patient was contacted for follow up. Patient's wife stated he got a uti from sticking the top of his penis into the ml tube in order for it to stay on longer. Patient's wife stated he was in rehab following the hospital stay for the uti. Product specialist advised stopping use of ml until completely healed and not to stick his anatomy into the ml tube. Patient's wife provided ml lot # k32613. Product specialist later reached out to the patient to get the name of the hospital to request doctor's notes on patient medical history and confirmation of infection but was unsuccessful. Patient is a long-time user, and the patient's wife stated she will help him apply from now on to make sure it is done correctly.